Manufacturer narrative:
(B)(4). The initial medwatch report indicates: physio-control evaluated the device but could not reproduce the reported issue. During testing, all buttons were responsive. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. The initial medwatch report should indicate: physio-control evaluated the device but could not reproduce the reported issue. During testing, all buttons were responsive. After reviewing the downloaded keylog data and patient ECG records related to the reported event, it was determined that the cause of the reported issue was due to a stuck/shorted transmit switch on the small keypad assembly.  Physio replaced the small keypad assembly. After confirming proper device operation through performance and functional testing the device was returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. During testing, all buttons were responsive. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that none of the buttons (except for the on/off button and the speed dial) on their device was working when they used it on a patient. The patient had a syncope episode caused by stress. A back-up device was used to continue treatment, and the reported issue had no impact on the patient outcome.